Event description:
It was reported to medtronic minimed that the customer reported a leak on the pump and no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) alarm. The customer reported a blood glucose value of 330 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-332a. Troubleshooting was performed for the pump error, and the customer was able to clear the error but was unable to complete the rewind process. It was unknow whether the pump passed the self-test. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed displacement, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed the rewind test on the 1st attempt only returning a pump error 37. No pump error 38s were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that a multitude of pump error 38s occurred on 10/08/25 from 11:41:15 to 12:25:35. The case was cut open. There is corrosion in/around the following: bottom of the motor assembly, home motor switch. In summary, the customer¿s report of pump error 38s was confirmed in the pump's history. The pump error 38s and 37 are due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.